Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an increased sensing integrity counter (sic) and one high rate non-sustained episode. Electromagnetic interference was suspected from a poorly grounded shower. The device remains in use. No patient complications have been reported as a result of this event.